Event description:
Information received from the field notes as the device was placed in the pocket no output was observed in both chambers with asystole occurring on ECG monitor. The device was disconnected and the connections were checked 3 times, but the no output state continued to occur.